Event description:
It was reported that during a lap nephrectomy procedure, the two shears would not work, one during use and the other before use on a patient. An attempt was made to test the shears but the handpiece would not complete the test. A third shear was opened and worked fine. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and my result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."